Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70 serial # (B)(4) description: artisan 2x8 paddle lead (lim), 70 cm.

Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The patient's symptoms included redness, pain, and drainage. The physician believes the infection was procedure and not device related. The patient was given IV antibiotics and was reportedly stable after the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and paddle lead found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The patient's symptoms included redness, pain, and drainage. The physician believes the infection was procedure and not device related. The patient was given IV antibiotics and was reportedly stable after the procedure.